Manufacturer narrative:
(B)(4). Report source: foreign - france. Tristan viallaa, dong tran-minha, florian barbottea, alexandre herault, matthieu ehlinger, xavier ohl, henri favreaub, renaud siboni (2022). Comparison of the functional outcomes after treatment of periprosthetic hip fractures with femoral stem loosening: locking plate fixation with or without femoral stem revision. Orthopaedics & traumatology: surgery & research, 108(2022),743-748, https://doi.org/10.1016/j.otsr.2022.103300. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that two patients underwent implantation of a locking plate fixation system due to a periprosthetic fracture. Subsequently, the patients expired during the post-operative phase. No further information was provided. Due diligence is in progress to determine the cause of death. At this time the cause of death is unknown, as such zimmer biomet is conservatively reporting this event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of the device history records, neither were provided. Device is used for treatment. Complaint history review cannot be performed without part and lot identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.